Manufacturer narrative:
A1: patient identifier: no patient involvement, a2: age & date of birth: no patient involvement, a3: patient sex: no patient involvement, a4: weight: no patient involvement, a5: ethnicity: no patient involvement, a6: race: no patient involvement, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: distributor, g4: 510(k) no.: k130520. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Provided image of the actual device: it was confirmed that the gas inlet port on the oxygenator was damaged at the base. The manufacturing record and the shipping inspection record of the actual device: no anomaly was found. Past complaint file of the involved product code and lot number: no other similar complaint was received. Based on the investigation results, no anomaly was found in the manufacturing records. As for the cause of this incident, no anomalies were found in the manufacturing records, and it was inferred that it was damaged due to some load applied after shipment. However, since the actual device could not be confirmed, it was not possible to clarify the cause. Relevant instructions for use (IFU) reference: the IFU of capiox fx25 indicates the following information. Do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. If the product is dropped during set-up, do not use it. Replace with another device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information: it was reported that a defect was found at the gas inlet ("gas in") side of the oxy fx 25 oxygenator. Not used in case. The procedure outcome was not reported. There was no harm to the patient reported. Additional information was received on june 1, 2026: the damage on the gas inlet (gas in ) side of oxygenator.